Manufacturer narrative:
Review of the device history records shows the lot was released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
A driver was tested and found to click excessively while rotating. There are no surgeries associated with this file.

Manufacturer narrative:
The product identity was confirmed in the product evaluation. The driver was visually evaluated and looked to be in good condition. The driver was functionally evaluated by inserting a screw into white oak with a contra angle blade. The driver was able to successfully seat a screw but exhibited very rough rotation which is indicative of a bent drive shaft from excessive force. The most likely cause of the broken driver was excessive force. The instructions for use states "avoid undue stress or strain when handling or cleaning instruments."